Event description:
It was reported that during a laparoscopic gastric bypass procedure, the staple line did not close after firing the device. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was discarded at the account.the batch record was reviewed and no anomalies were noted during the manufacturing process.